Event description:
Additional information was received on 03/12/2025: this occurred during an arcr procedure on (B)(6) 2025. The ar-2324bcct biocomposite swivelock c anchor broke in pieces inside the patient. The anchor pieces were removed from the patient. The case was completed using another ar-2324bcct. There was no case delay or added anesthesia.

Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
On (B)(6) 2025, it was reported by an arthrex subsidiary employee via email that an ar-2324bcct biocomposite swivelock c anchor cracked during insertion. The case was completed using another ar-2324bcct biocomposite swivelock c. This was discovered during a procedure on (B)(6)2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.